Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the trunk cable was severed and missing. The root cause for missing cable was physical abuse. No adverse events occurred from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause for the failure was an internally shorted u612 inverting charge pump on the ca board. The root cause for the shorted component could not be positively identified. No adverse events occurred from the defective monitor. Manufacture dates: electrode belt sn (B)(4) - 07/15/2015, monitor sn (B)(4) - 07/31/2014.

Event description:
A us distributor reported that a patient's electrode belt was damaged and the patient was experiencing adjust belt messages.